Manufacturer narrative:
The complaint of leaks on item 011-h22361 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. An attempt to get sister samples from customer was made. However, sister samples were not provided for further evaluation. Corrected information can be found in h6 component code and d8: was device serviced by third party?.

Event description:
The event involved a 10 cm (4") pur smallbore trifuse ext set w/3 microclave®, 3 rings (red, green, yellow), 3 clamps, rot. Ll where the customer reported that during the infusion of norepinephrine into the patient, it was noted that there was a leak of the medication through the yellow part of the product, which caused extreme hypotension in the patient. There was patient involvement, delay in therapy and adverse event/harm, once the patient presented extremely hypotension. The patient had fully recovered from the severe hypotension experienced after the event, and that no emergency medical intervention was required.

Manufacturer narrative:
The device has been discarded; however, a sister device is expected to be returned for evaluation and it has not been received. The investigation is pending.